Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was hospitalized due to low blood glucose. Customer's blood glucose at time of admission was 22 mg/dl. The customer was admitted to the hospital. The customer was advised to speak with healthcare provider regarding the low blood glucose. The customer was advised to monitor pump.